Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient condition was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The device is subject the battery performance advisory. Device was received above elective replacement indicator (eri) when interrogated. There was no detection of battery performance alert (bpa). A longevity calculation was normal. Based on this information, there was no evidence of premature depletion.